Event description:
It was reported that the patient was taken by ambulance to the hospital after receiving shocks. There was an apparent lead fracture, and the device was disabled until the lead could be replaced. The lead was explanted. No further patient complications have been reported as a result of this event. Additional information was received reporting that there was oversensing and noise.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - no anomalies found. Proximal segment returned and analyzed. Other: it was reported that the patient was taken by ambulance to the hospital after receiving shocks. There was an apparent lead fracture, and the device was disabled until the lead could be replaced. The lead was explanted. No further patient complications have been reported as a result of this event. Additional information was received reporting that there was oversensing and noise. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. No conclusion can be drawn; interference, lead(s), fracture of, oversensing, shock, inappropriate.